Event description:
Intraoperative device diagnostic testing during generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Generator replacement surgery was being performed due to end of service. The high lead impedance test result was obtained after the new generator was connected to the original lead. No device diagnostic testing was performed before the surgery commenced. The replacement generator was disconnected from the lead and the original generator was reconnected. Device diagnostic testing again resulted in high lead impedance reading. Deivce diagnostic testing of the original generator alone was within normal limits, indicating a potential problem with the original lead. Implanting neurosurgeon completed the generator replacement surgery with the new generator connected to the original lead because the patient had given consent for generator replacement only and had not given consent for lead replacement as well. Lead break is suspected. It is not known whether the lead was damaged during the generator explant procedure or whether the high lead impedance condition existed prior to generator replacement surgery. Review of manufacturing records for the original pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Product analysis summary: the lead assembly was returned for analysis in two pieces. Visual inspection of the negative and positive lead coils identified that the lead coils were stretched. Visual inspection of the negative and positive lead coil ends identified lead breaks. Continuity check using a multimeter was performed. Continuity check did not identify any other discontinuities on the portions of the lead returned. Scanning electron microscopy performed on the negative lead coil could not identify the cause of the break because the ends of the wires smotth as a result of metal distortion. No pitting was identified on the coil wires. Scanning electron microscopy performed on the positive lead coil identifed that a tension break occurred on the ends of the lead coil. No pitting was identified on the coil wires. The remaining conditions of the lead portions returned, including the tension break, are consistent with conditions that exist the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There is no indication that the reported events are related to the pulse generator.